Event description:
Event description boston scientific, crm received information that the one day after the implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead, the shocking impedance was tested to be 120 ohms. One day post implant, pocket manipulation showed shock impedances from 40 to 120 ohms. The rv pacing impedance was confirmed to be good at 489 ohms. The shock setscrew was suspected to be loose and a procedure was performed. The df-1 pins were detached and reattached with the set screws tightened. This resolved the issue, and the shock impedance then tested consistently between 48 and 52 ohms. It was later reported that the impedance had increased back into the 120s. The device was explanted due to a loose df-1 setscrew, which was thought to be stripped. The lead remains implanted.